Manufacturer narrative:
Service was dispatched to inspect and perform a realignment on the device wheel/spider assembly, which is required for proper operation of the device. It is believed by the company that the user installed the wheel assembly incorrectly, which contributed to this event. A copy of the service report is sent to the complaint handling unit, per standard procedure. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not regretable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
User reported that he pushed the wheel forwards and the device propelled backwards and would not stop. Further info provided by the service engineer indicates that the customer had assembled the wheel/spider on the left side of the device incorrectly. Although no injury was reported as a result of this event, and the event may have resulted from user error, if this event were to recur and result in a fall, there is a potential to cause serious injury to the user.